Event description:
It was reported that when removing the fixed water during removal of foley catheter, it was more difficult to remove than usual and it took about 15 minutes to remove the water. They did manual suction to remove the water by using other company's syringe. The lot number was unknown. Per additional information via email from ibc on 12mar2024, it was stated that there was no harm to the patient. Per additional information on 12mar2024, it was stated there was blockage on 11feb2024, 22feb2024, 25feb2024 and was temporarily replaced. Due to high risk of obstruction, bladder irrigation was increased from 3 times/week to 4 times/week and the progress was monitored. On 29feb 16:00, there was about 500g of urine leaking in the diaper. There was also slight amount of urine leaking into the catheter. Although the bladder was washed, there was strong resistance and saline could not be injected. At 4:30pm asked the doctor on duty to perform catheter exchange. When they replaced it, there was a lot of resistance when pulling the fixed water from the catheter and they could not pull it smoothly. About 8ml of fixed water was collected while milking for about 15 minutes, and the catheter was removed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when removing the fixed water during removal of foley catheter, it was more difficult to remove than usual and it took about 15 minutes to remove the water. They did manual suction to remove the water by using other company's syringe. The lot number was unknown. Per additional information via email from ibc on 12mar2024, it was stated that there was no harm to the patient. Per additional information on 12mar2024, it was stated there was blockage on (B)(6) 2024 and was temporarily replaced. Due to high risk of obstruction, bladder irrigation was increased from 3 times/week to 4 times/week and the progress was monitored. On (B)(6) 16:00, there was about 500g of urine leaking in the diaper. There was also slight amount of urine leaking into the catheter. Although the bladder was washed, there was strong resistance and saline could not be injected. At 4:30pm asked the doctor on duty to perform catheter exchange. When they replaced it, there was a lot of resistance when pulling the fixed water from the catheter and they could not pull it smoothly. About 8ml of fixed water was collected while milking for about 15 minutes, and the catheter was removed.